Event description:
The generator was reported to have been discarded by the explant facility.

Event description:
Clinic notes were received for a battery replacement referral where it was indicated the patient was presenting with an increase in seizures. The battery was noted to have 1/4 left. The vns was stated to have been adjusted. Additional relevant information has been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Event description, corrected data: it was inadvertently provided in the initial report that ¿additional relevant information has been received to-date¿, however the remark was intended to provide ¿additional relevant information has not been received to-date¿.

Event description:
The generator was replaced on (B)(6) 2016. The explanted generator has not been received to-date.